Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("extremely heavy menstrual cycles"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy with bilateral risk reduction salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff saw her physician and underwent a total laparoscopic hysterectomy with bilateral risk reduction salpingectomy, enterolysis, adhesiolysis of uterus to anterior abdominal wall, mccall's culdoplasty and cystoscopy.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: 1 coil moved perforated or disappeared'), pelvic pain ('chronic pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included cesarean section (may2005), kidney stone, migraine, depression, tubal ligation (jan 2010), cough, dyspnoea and pulmonary embolism. Concurrent conditions included headache, uterine bleeding, scoliosis, endometriosis, uterine adhesions, endometrial polyp, adenomyosis, cervical intraepithelial neoplasia, shortness of breath, female pelvic peritoneal adhesions and weakness. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycles") and menorrhagia ("extremely heavy menstrual cycles"). The patient was treated with surgery (hysterectomy, bilateral risk reduction salpingectomy,enterolysis, adhesiolysis, mccall's culdoplasty and on (B)(6) 2016, total laparoscopic hysterectomy with bilateral risk reduction salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dysfunctional uterine bleeding, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff saw her physician and underwent a total laparoscopic hysterectomy with bilateral risk reduction salpingectomy, enterolysis, adhesiolysis of uterus to anterior abdominal wall, mccall's culdoplasty and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2015: impression normal non-contrast CT head for age. Human papilloma virus test - on (B)(6) 2016: human papillomavirus test- positive. Pathology test - on (B)(6) 2016: (a) soft tissue, anterior abdominal wall adhesion, biopsy smooth muscle and scant fibrovascular tissue without significant abnormalities. (B) soft tissue, left pelvic sidewall adhesion, biopsy fibrovascular tissue consistent with adhesions. No endometriosis or malignancy identified. (C) uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix no significant abnormality. Endometrium proliferative pattern; endometrial polyp. Myometrium focal adenomyosis. Serosa: adhesions. Bilateral fallopian tubes: no significant abnormalities. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record "dysfunctional uterine bleeding, pelvic pain, dyspareunia menorrhagia, uterine perforation". Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and medical records received : reporter information, patient demography, concomitant drug, medical history were added, new event ¿migration of essure device location of device: 1 coil moved perforated or disappeared, essure confirmation test was not performed¿ were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.